Event description:
The device was used during a mason gastroplasty procedure. Reportedly, the staples did not form properly. The surgeon applied another device and observed the knife did not cut properly. The surgeon converted to a laparotomy and applied another device successfully. The hosp has reported the pt's condition is satisfactory.